Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a crease fold, wear/abrasion, and the weight the device was within specification. After the autoclave cycle a cloudy color in the gel and voids were observed. Based on the device analysis the final assessment is: no were observed openings on the device. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "right side rupture". Device has been explanted.